Manufacturer narrative:
Date sent: 10/30/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a transverse thigh flank and buttock lift. The device started making a funny "clicking" noise and then the staples bend, malformed. Another device was used to complete the case. There was no adverse consequence to the pt.